Manufacturer narrative:
(B)(4). Correction to section d.4 from (B)(4) tfaawr to provide the full UDI. The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the actual complaint sample was received. The product size was same as complaint description. Potentially caused by over-inflation of the mask/cuff by the user. No abnormality was found after reviewing the DHR. The product inflated and deflated normally during the operator visual inspection and quality finished goods inspection. The device worked for 2 times used before problem occurred and so the user might have accidentally over-inflated the cuff causing it to bulge. Subsequent inflation will cause it to herniate due to the memory effect of silicon materials. Additionally, reviewed the sterilization setting (autoclave), the temperature was 134 c, but actual process was used 135 c. There was discrepancy on the cleaning process. Root cause was identified as unintentional user error related." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that; "nurse found the shape of inflated cuff is unusual when doing the pre inspection. The device was used 2 times only." The issue was identified prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that; "nurse found the shape of inflated cuff is unusual when doing the pre inspection. The device was used 2 times only." The issue was identified prior to use on a patient during inspection/functional testing.